Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as digging into the skin causing deep impressions and red splotches. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed fluocinolone acetonide topical cream for the skin irritation. Follow up indicated that the skin irritation improved.